Manufacturer narrative:
MFR's comment: the benefit-risk relationship of product is not affected by this report.

Event description:
Knee swelling/fluid in her knee/knee blow up [joint swelling]. Case description: spontaneous report was received on (B)(4) 2013 from a (B)(6) female pt, (B)(6), with knee pain. The pt's medical history was significant for previous use of synvisc (three injections in (B)(6) 2012) and knee swelling and knee effusion post third synvisc injection. On (B)(6) 2013, the pt initiated treatment with synvisc-one (hylan g-f 20) injection at a dose of 6 ml, once (route not provided) in the knee. The lot number for synvisc-one was not provided. On (B)(6) 2013, the night following the injection, the pt's knee blew up and the pt had swelling and fluid in her knee. The knee was so swollen that she could not get her pants over her leg. It was reported that the pt was prescribed motrin by the physician. On (B)(6) 2013, the pt received cortisone shot in her knee and her knee improved drastically. It was also reported that the physician did not remove any of the fluid from her knee. Concomitant medications were not provided, the intensity for the event of knee swelling/fluid in her knee/knee blow up was not provided. The relationship between synvisc one and the event was not provided.